Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient visit does not include a specified discharge date. A technical support specialist, provided instructions about the process of entering patient discharge information to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the patient profile is appearing on the station where it is not intended to be displayed. It should not have crossed over initially, or it has not been removed after a period of 24 hours. The customer stated that the malfunction occurred when the user was trying to issue medications to a patient. There were no adverse events or injuries reported based on this incident.